Event description:
It was reported that a dexcom g7 sensor had difficulty pairing with the ilet despite completing warm-up and pairing in the dexcom app, resulting in intermittent communication between the cgm and the ilet that was confined to the ilet; guidance included confirming the pairing code, toggling settings between g6 and g7, and restarting the ilet, after which the sensor connected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the device¿s electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.